Event description:
A few hours after implantation, the ra lead dislodged. The physician tried to reposition it on the same day but the lead fell down twice. The physician decided to exchange the lead and a new one was put in place successfully. The fixation mechanism was suspicious and needs to be analysed.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the dislodgement. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis were within the technical specifications. The fixation mechanism passed properly through the analysis. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.